Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Complaint can be confirmed through the returned product analysis. There is one anchor and some suture out of the needle as well. Visual examination of the returned product identified the juggerstitch returned has been cycled one time. The distal tip of the needle appears to be bent outward. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.

Event description:
It was reported that while the surgeon was attempting to use the device to implant the anchor the device would not deploy the anchor. There was no report of foreign body or harm to the patient.

Manufacturer narrative:
(B)(4) g2: foreign: japan. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.